Manufacturer narrative:
Device eval: the device has not been rec'd for eval. Eval conclusions: the investigation is not complete. A follow-up report will be submitted when additional info is available.

Event description:
The customer reported that the rotating valve breaks when injecting contrast during diagnostic and angioplasty procedures. Customer stated this has happened with two or three devices from the same lot. No harm or injury reported. This is one of three reports for this event: 9616662-2010-00019, 9616662-2010-00021.